Event description:
It was reported that the universal modular electric/battery double trigger handpiece had no power. It was reported that surgery time was extended by ten minutes. There was no report of pt injury and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.